Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a genesys hta procerva procedure sets was used in a procedure performed on (B)(6) 2020. Reportedly, the procedure was done under general anesthesia. According to the complainant, during the procedure, the physician tried to get a seal three times and was not successful. The cervix was also check and a second single tooth tenaculum was used but still unsuccessful. Under visualization the physician did not see a leak and felt confident that there was no leak. However, the system would not let them proceed. The procedure was cancelled due to this event. There were no patient complication reported as a result of this event.